Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. Data was provided for evaluation. The reported failed transmitter error was not confirmed via data. A root cause could not be determined. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A transmitter voltage test was performed and it passed. The unit showed charge. The transmitter passed the global transmitter final function test without any issue. The transmitter passed the pairing test with the nordic bluetooth device. Log review did not show any failure on the date of issue. The reported customer complaint with the transmitter was not confirmed. The root cause could not be determined post investigation.